Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not feeling well and presented to the clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. The patient was brought back into the clinic for further testing. Fluoroscopy revealed that the lead had dislodged. The lead was capped and replaced. The patient was fine post procedure and was discharged.